Manufacturer narrative:
B3: event date: the event occurred between (B)(6) 2026 and (B)(6) 2026. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the broken pre blood pump luer connector of an unspecified type of prismaflex set during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.